Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient presented to the clinic for follow-up, and it was noted via review of x-ray that the lead had dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.